Event description:
Regarding the stryker 1460 prime tc (transport chair) by (B)(6) reference number (B)(4): it came out of the brake gear on its own and rolled down the incline at (B)(6) hospital in (B)(6) on (B)(6) 2025 and the foot pedal hit my (B)(6) year-old mother in her left foot. It didn't roll far but because it is front heavy it hurt and she let out a screech. Because she has been unable to use that foot to walk, her heart failure symptoms worsened which led to her being put on hospice. I am dead positive that the wheelchair we rolled her out in was the stryker 1460 prime tc by (B)(6) reference number (B)(4). But I did not take a photo of it's serial number. I went back to the hospital on (B)(6) 2026 with my camera and their security guard grabbed the wheelchair for me that was just like the one we used. I tested it on their incline and took a picture of its serial number which was (B)(6). I did report this accident to stryker on (B)(6) 2026 and talked to (B)(6) so he could document this accident. His phone number is (B)(6). I gave him the model number but he could not find the serial number in his system. According to this model's operation manual which can be found online at https://techweb.stryker.com/stretcher/1450/1309/operation/1460-009-005g.1.pdf on page 1-10 (summary of safety precautions) it said under the "warnings" heading that "do not use the product on ramps or slopes that are greater than 5.7 degrees to avoid instability." While I was at the hospital on (B)(6) 2026 I tested this wheelchair on their incline 4 times to see if it would roll with me just taking my hands off of it and not applying the break and it did roll each time and curved. It is front heavy but I can't find the weight for it because the total weight of the chair itself is not listed in the spec sheets. So on (B)(6) I went home and ordered from amazon a tool that measures angles (a klein tools 935dag digital electronic level and angle gauge) and it was delivered on (B)(6). So on (B)(6) I went to (B)(6) hospital again and I measured the incline and it wasn't even 5.7 degrees yet it rolled 4 times. I got another one of the stryker wheelchairs out and tested it without the brake on and this one the slightest push would send it down the incline too. I did report this accident to (B)(6) hospital and they ((B)(6) rn clinical patient experience advocate at (B)(6) sent me a letter dated (B)(6) 2026 (case # (B)(4)) and she claimed that we must not have locked the wheel chair; but, my niece said she did but the brake kept going on and off and because of this it was difficult to push. Her mother was walking with her and she told her this. In addition to wheelchair problem the hospital's handicap push plate to open the exit door was broke on (B)(6). When I went back on (B)(6) the hospital's handicap push plate was still broke and wouldn't work. You had to manually open it while pushing a wheelchair and then take an immediate sharp left turn to get out. Apparently, (B)(6) hospital on (B)(6) does not maintain their equipment. In (B)(6) hospital's letter they did not say they were going to contact either the FDA or stryker to report this accident or have their maintenance department check the wheelchairs. This case is regarding my mother (B)(6). I am her daughter (B)(6) and you can reach me at (B)(6). We had 4 people with my mother at the hospital for that brief 3 hour visit. There was me, my 2 sisters and my niece. I have owned several wheelchairs and several transport chairs and also have rented wheelchairs numerous times for cruises and (B)(6) trips and we have never had a problem with any of their wheelchairs.